Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received compromised force sensor system alarm. Customer's blood glucose value was 163mg/dl. Customer reported that the drive support cap is protruded. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Unable to verify compromised force sensor system alarm due to broken off end cap. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to broken off end cap. Unit was received with cracked battery tube threads and loose/protruded drive support disk.